Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of incontinence was confirmed via product analysis indicating fluid loss from a hole in the cuff tubing due to fatigue. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of two 4.5 cm cuffs, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated reason for the revision surgery was due to persistent incontinence after first aus implantation. The patient is now continent.